Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the spinal cord stimulator leads had a fractured which was confirmed via an imaging. It was noted that patient also experienced pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.